Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall had occurred and confirmed in the event logs with no motor stall recovery recorded. The stall had occurred on (B)(6) 2011 and tube set on (B)(6) 2011. No MRI was performed on the patient. No information was available on the patient's status. The drugs infused via the pump included hydromorphone (dilaudid) 10 mg/ml and clonidine 50 mcg/ml, status current. The pump was being planned for explant. Additional information has been requested from the hcp, but was not available as of the date of this report.